Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. Further review noted the alert has triggered previously. At this time, the lead remains in service. No adverse patient effects were reported.